Event description:
It was reported that an asymptomatic patient presented in the operating room for lead revision due to externalized conductors. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 6.0-6.4cm and 7.0-7.6cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations. External insulation abrasion was noted at 25.4-25.7cm from the proximal end of the svc shock coil, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.